Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. It was stated ¿the IV was placed, then a hole was discovered, causing blood to leak and the need for a new IV to be placed.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Additional information: FDA notified?: the initial reporter also notified the FDA on (05/29/2018) via medwatch # mw5077500. Investigation summary: device/batch history record review was performed on the lot number 8013892. The lot number was built on afa line 9, from january 17, 2018 thru january 20, 2018. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review findings: there were no reject activity findings relevant to the defect stated in the pir associated with the lot number provided for this incident. The peura (end user risk analysis): was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not received for investigation. Conclusions: the defect leakage, as stated as the reported code could not be identified or confirmed, and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Without a unit for evaluation; there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ bc shielded IV catheter there was an issue with leakage. It was stated ¿the IV was placed, then a hole was discovered, causing blood to leak and the need for a new IV to be placed.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd insyte autoguard bc shielded IV catheter there was an issue with leakage. It was stated ¿the IV was placed, then a hole was discovered, causing blood to leak and the need for a new IV to be placed.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.